Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to a suspected lead fracture. Pacing impedances had increased on the lead from 400 to 1600 ohms, along with increased pacing thresholds. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.